Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 14066583.

Event description:
It was reported that the patient had pain. The patient underwent an ipg and lead replacement procedure. The explanted devices will not be returned and the patient was doing well postoperatively.